Manufacturer narrative:
(B)(4). The device was not received for analysis. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that balloon rupture occurred the target lesion was located in the severely tortuous and severely calcified coronary artery. A 1.50mm x 15mm emerge balloon catheter was advanced for dilatation. However, during inflation, the balloon ruptured. The device was completely removed from the patient and the procedure was completed with another of the same device. No patient complications were reported and the patient's status was good.